Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patients onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation and on additional information obtained by csr when reviewing the call recording. The reporter stated that the alleged issue began on an unspecified date/time during the first week of (B)(6) 2018. The reporter claimed that the patient obtained blood glucose readings of ¿66 and 285 mg/dl¿ with the subject device, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the results exceeds lfs¿ criteria for precision. The patient manages his diabetes with insulin (levemir, 42 units in the evening) and it is not known what changes, if any, the patient made to his usual diabetes management in response to the alleged issue. The reporter stated that the patient developed symptoms of feeling ¿sluggish¿ and reportedly ¿couldn¿t speak clearly¿; it is not known if the patient developed these symptoms before or after the alleged inaccuracy issue occurred. The reporter advised that at 7:30 p.m., on (B)(6) 2018, the patient¿s blood glucose was measured at ¿58 mg/dl¿ using the subject device and that his caregiver (retired registered nurse) treated him with orange juice which had an added teaspoon of sugar. The reporter denied that the patient¿s blood glucose was measured on another device. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject device at the time of testing, that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the reporter did not have control solution available at the time of troubleshooting to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after alleged blood glucose readings obtained on the device.